Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: dtba2qq implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2013. A 6935m62 implantable tachy lead, implanted: (B)(6) 2013. A 429888 implantable pacing lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the right atrial (ra) lead showed a sensing issue. A chest x-ray indicated that the ra lead was dislodged. Due to the patient having chronic atrial fibrillation (af), the ra lead was capped and not replaced. The patient is a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.